Event description:
Procedure type: unk. According to the rptr: a small part of seal broke off. The piece fell into the cavity, and it was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).